Event description:
A nurse reported that a pt was admitted to a hospital on (B)(6) 2014, due to experiencing an umbilical hernia and abdominal pain. This nurse reported that the pt was not dialyzing, at or four hours prior to the event. This nurse stated that the pt did not undergo a herniorrhaphy. On an unk date in (B)(6) 2014, the pt was discharged from the hospital. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The pt continues to experience an umbilical hernia, and the pt's complaint of pain has resolved. Limited information was provided for this safety report.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.